Manufacturer narrative:
1.checked the lot number expiration date and any suspicious reports: tests are not expired and there is no history or suspicious activity on the lot number provided by the customer. 2.test to the production batch of product retention samples (lot: 231co20820) , the test result was pass. 3.communication: the customer followed the instructions and repeated the test initially on (B)(6) 2023 and received 4 negative results and one positive result with a faint t-line. On (B)(6) 2023 the customer went to the clinic and received a positive diagnosis, but did not provide if the test used for diagnosis was from a rapid test or pcr. 4.due to the 7-day interval between the two tests, the user did not conduct comparative testing at the same time, so it cannot be ruled out that the difference in test results may be caused by changes in virus volume.

Event description:
I recently purchased a five pack of tests off amazon for $32. They are complete garbage and I want my money back or new tests sent. All three tests showed negative results and two others I used in different company's tests showed positive. Sending my child to dr did in fact show positive, but had I listened to your tests my kid would be walking around exposing everyone. Yes, I followed directions and did the tests correctly. I'm very upset to have wasted money like this